Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported single gripper actuation issue or the clip opening during efaa. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, causes for the reported difficult single gripper actuation and clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. One clip was successfully implanted. To further reduce mr, an additional clip was prepared per the instruction for use (IFU) and inserted without issues. However, while grasping, it was observed that one gripper was not functioning as intended. The clip was locked and the gripper was able to lower. While performing the first lock check, the clip opened. The clip was unlocked and opened to roughly 120 degrees, relocked and closed. The clip failed the second and third time. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. One clip was successfully implanted. To further reduce mr, an additional clip was prepared per the instruction for use (IFU) and inserted without issues. However, while grasping, it was observed that one gripper was not functioning as intended. The clip was locked and the gripper was able to lower. While performing the first lock check, the clip opened. The clip was unlocked and opened to roughly 120 degrees, relocked and closed. The clip failed the second and third time. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.